Event description:
It was reported that the right atrial (ra) lead showed rising/climbing impedance over a period of about 6 months. The impedance climbed to approximately 1800 ohms. It was also reported that the right ventricular (rv) lead showed an increase in threshold. Both the ra and rv leads were extracted. Two days later, the patient had a new single chamber device implanted with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was tissue on the helix, the lead was stretched, and there was apparent explant damage. Evaluation summary for: (B)(4) - the lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, all conductors stretched, the distal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the distal conductor fractured due to overstress, the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, there was apparent explant damage and the lead was stretched.